Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vibratory alert for high, out of range pacing impedance was observed via remote transmission. It was recommended to bring the patient into clinic for pocket manipulation, isometrics, and a chest x-ray.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017.

Event description:
New information received notes that the patient condition was good at the morning after check.